Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
A surgical technician reported a patient with stage one diffuse lamellar keratitis (dlk) in both eyes one day post lasik. The patient reported good vision and eyes feeling comfortable. The patient was given oral steroids and the topical steroids were increased. Additional information received states the dlk has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.